Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage between the microvalve and IV tubing.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage between the microvalve and IV tubing.

Manufacturer narrative:
Investigation: one sample was received for evaluation. It is a syringe with a blue cap connected to the syringe; and then a valve is connected to the blue cap and from there a plastic tubing. The syringe is empty. It was tested with water confirming a leak between the blue cap and the valve. From the luer syringe to the blue cap there is not leak. Failure mode is not verified. This appears to be an external issue between a blue cap connected to the syringe and the valve and not a bd quality issue. A device history record review could not be completed as no batch number was provided.